Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted. No additional information was provided. Other procedure is captured in separate file.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.